Event description:
Distributor reported a customer received an error (display issue) message on their locked freestyle meter. While assisting the customer, it was discovered the meter had become unlocked. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.